Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported the was foreign matter inside syringe with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: contact reported upon opening package with syringe, there was a noticeable vaseline-like substance within the syringe and on the inside of the syringe packaging. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 1. Item number 3 ml syringe ¿ 309657. Product lot number: 8244745. Are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes, contact requested follow up from bd. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the was foreign matter inside syringe with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: contact reported upon opening package with syringe, there was a noticeable vaseline-like substance within the syringe and on the inside of the syringe packaging. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 1. Item number: 3 ml syringe ¿ 309657. Product lot number: 8244745. Are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes, contact requested follow up from bd. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.